Event description:
It was reported that the pump powered off while the patient was delivering a bolus. The patient was unable to get the pump to power back on long enough to complete the bolus. The pump re-booted while troubleshooting. The battery cap was replaced 3 weeks ago. The pump casing was not visibly damaged.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned without a battery cap. A review of the pump black box history revealed an unidentified loss of power event on (B)(6) 2011. The pump was exercised for 24 hours without interruptions. The pump was opened and no damaged was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.